Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. (B)(4).

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zeego system. During an interventional procedure, the user reported that the system switched off. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a power distribution failure. The investigation was performed on relevant hardware and complaint description, log files, and system history. The log file analysis showed no sign of an error or malfunction prior to the incident. The system restarted after a manual switch-off which indicates an issue with the power distribution of the system. Upon investigation the service engineer exchanged the d90 controller (power on/off) board which is part of the power distribution unit. The returned controller board d90 was investigated and the issue could not be reproduced. The part showed no sign of failure or malfunction. After its replacement the system works as specified. The relevant root cause for the non-conformity could not be determined retrospectively. The controller board d90 in question was replaced during a service intervention. No corrective actions are planned based on this nonsystematic event.